Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The vyaire service center received the suspect sipap device and evaluated the device. An evaluation of the device duplicated the reported issue of error e33 and the device failing to calibrate the pressure transducer. The evaluation found the internal pneumatic hoses were incorrectly connected to their designated connections. Upon, connecting the hoses to their designated ports the issue was corrected. At this time, no assembly failure was identified therefore no component root cause investigation will be required.

Event description:
The customer reported the flow meter does not reach the maximum flow setting. The stated no patient involvement with this issue.